Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was no working correctly (slow back). The device fired but stopped halfway on return. There was no difficulty opening it. The manual override was used to return the blade. The jaws eventually opened. There were no patient consquences and no change to post op care of patient.